Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Event date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), customer complaint form missing information contacted customer for additional information.